Manufacturer narrative:
Correction: g(4): upon review of this complaint, it was determined the incorrect aware date was provided in the initial report. The aware date should be 2020-04-13.

Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 2.5 pump. The pump was inserted without any reported issue and the patient was transferred to another hospital. When arriving at the new hospital, the patient was "severely vasoplegic requiring vasopressors and hydrocortisone, eventually responding to methylene blue." Inspection of the heart, under transesophageal echocardiogram found a perforation in the inferolateral wall. The device was pulled back into the aorta and suture were applied to repair to perforation. Ec-vad was placed thereafter. Ultimately, care was withdrawn and patient expired. This event was identified during a review of a case reported published by wiley.